Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was 419 mg/dl a few weeks ago due to the abscess and they declined troubleshooting and now he had a blood glucose value of 46 mg/dl this morning. Customer also an issue associated with infusion set at insertion site. Customer stated that description issue was abscess. Customer stated that they did not receive medical treatment as a result of site issue. Customer also stated that product was not adhering and they know the cause of it. The device will not returned for analysis.